Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01145. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right carotid terminus using penumbra coil 400's (pc400's) and a penumbra coil detachment handle (handle). During the procedure, the physician deployed a pc400 into the target vessel but was unable to detach the coil using the handle. Therefore, the pc400 was removed and the procedure was completed using a new pc400 and the same handle. There was no report of an adverse effect to the patient.